Manufacturer narrative:
The impella rp was returned for failure analysis investigation. Device was observed to have rough edges and minor scratches. A review the device history record and found no manufacturing issues or reworks associated with this pump lot. All repositioning units in this lot passed incoming inspection. There were no complaints associated with other units in this lot. The cause of the minor damage to re-positioning sheath and access site bleed was unable to be definitively determined.

Manufacturer narrative:
The impella rp was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
A complainant reported a (B)(6) year old male presenting with right ventricular failure. An impella rp was inserted without issue. During procedure, insertion site was found bleeding. As treatment, 1 unit of blood products were administered and bleed has since resolved. Patient continued to receive treatment with this device and has since been weaned successfully.